Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was missing the magnetic pin in the lid and replacing the lid did not resolve the problem. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device was missing the magnetic pin in the lid and replacing the lid did not resolve the problem. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. The customer did not respond to multiple attempts to return the product for analysis, therefore root cause of the issue is unknown. H3 other text: device not returned.